Manufacturer narrative:
H.6. Investigation summary: bd received 13 photos from the customer in support of this complaint. The manufacturing investigation was limited as lot number is unknown. The visual evaluation of the photos confirmed that the after-market label is not sticking to the tube; however, the product label applied at manufacturing is sticking to the tubes. There have been no changes to the tube molding manufacturing process or raw materials. Bd was unable to confirm the customer¿s indicated failure mode with the photos that were returned because the product label applied at manufacturing was sticking to the tube. The after-market label was not sticking properly. The device history records could not be reviewed as the lot number is unknown.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the supplier's labels are not adhering all the way to the tubes and label lift is occurring."

Manufacturer narrative:
Medical device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the supplier's labels are not adhering all the way to the tubes and label lift is occurring."